Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited no pacing spikes or ventricular capture was noted on telemetry at times, and possible oversensing issue alleged. It was also reported the right ventricular (rv) lead exhibited oversensing. Patient reverted to symptomatic third degree heart block and slow escape at thirty minutes. Diagnostic testing/troubleshooting was performed and physician was unable to directly attribute the issue to the ipg or the rv lead. The ipg and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the implantable pulse generator (ipg) exhibited no pacing spikes or ventricular capture was noted on telemetry at times, and possible oversensing issue alleged. It was also reported the right ventricular (rv) lead exhibited oversensing and non capture. Patient reverted to symptomatic third degree heart block and slow escape at thirty minutes. Diagnostic testing/troubleshooting was performed and physician was unable to directly attribute the issue to the ipg or the rv lead. The ipg and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, on the day of implant, the implantable pulse generator (ipg) exhibited no pacing spikes or ventricular capture was noted on telemetry at times, and possible oversensing issue alleged. It was also reported the right ventricular (rv) lead exhibited oversensing and non capture. Patient reverted to symptomatic third degree heart block and slow escape at thirty beats per minute. Diagnostic testing/troubleshooting was performed and physician was unable to directly attribute the issue to the ipg or the rv lead. The ipg and rv lead were explanted and replaced. No further patient complications have been reported as a result of this event.